Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. After reloading the cartridge, customer received an accurate fill estimate and resumed insulin therapy. The customer reported an elevated blood glucose level of 360 (mg/dl) and indicated that manual injections would be used to stabilize bg level.